Event description:
On march 1st, our quality department received information about the following event: head of the surgery department, reported in her letter that during femur surgery, the locking with the target device seemed to function improperly after positioning of the compression screw. According to her information, the surgery was completed successfully by using a replacing device without any impairment of the patient.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.